Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump went into threshold suspend when his blood glucose level was not low. Customer's sensor glucose reading was around 50 mg/dl but his blood glucose level was 99 mg/dl. The customer had sensor and blood glucose level reading issues. The insulin pump alarmed calibration error. The device was not returned.